Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that when using the charger, it would get hot against their skin. The patient stated that it would be painful when pressing too hard on the charger. It was recommended that the patient follow up with their healthcare provider (hcp) to discuss any concerns that they had with their implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thinks the ins is not working right because they have had an increase in achy pain in both of their legs and when they put too much pressure on the ins, the ins would start to feel hot and would hurt. The date when this first started was unknown but it was noted it had been occurring for a while. It was noted the patient has recently passed for medical marijuana use. They were redirected to the doctor to have their ins site checked and their therapy reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.